Manufacturer narrative:
Pr#: (B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received a complaint from a customer that the equipment power shut off by itself, and since then it will not turn on.